Event description:
According to the reporter: the surgeon did a hemi colectomy on this patient with a circular anastomosis. At 30 days post-operative, leak was noticed at the ta closure site. The patient developed a fistula and ended up with an unintended ileostomy after reoperation. The patient sex and progress report was not reported. The product sample will not be returned for evaluation.